Event description:
Patient underwent left total hip arthroplasty. During the insertion of the acetabular shell, the inserter/ impactor tip loosened- there was a malfunction of the acetabular cup placement screw. A decision was made not to remove the acetabular shell, as it was well fixed.